Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) kinked and bunched up at the tip of the device during insertion. The tip collapsed and the device could not be inserted. An image was provided which shows the sealant sleeves are split from the core wire and the sealant is uncovered. A second 6f/7f mynx control vcd was inserted and deployed without issue. However, the closure did not take, and manual compression was held for approximately 10-15 minutes. There were no reported injuries to the patient. The first device was properly prepped and inserted correctly. The devices will be returned for evaluation.